Event description:
It was reported that at implant when the leads were attached to the device and the device was checked after the pocket was closed, intermittent sensing of r-waves were observed. The patient was asymptomatic. The next day at post ¿ op check programming changes were discussed. Patient will continue to be monitored. Further information notes that the patient returned to the clinic for follow-up. It was noted that noise was observed when programmed to the unipolar configuration. The lead was programmed to bipolar.